Event description:
It was reported that during a drug eluting stenting procedure stent damage occurred. The 90% stenotic lesion was located in the severely calcified and severely tortuous mid left anterior descending artery. The physician predilated the lesion with an unspecified balloon. Then the physician attempted to advance the 3.5x16mm taxus liberte stent to the lesion but met severe resistance and observed that the stent had been damaged. There were no patient complications. The procedure was completed with the deployment and post dilation of another 3.5x16mm taxus liberte stent. Patient status is reported as "good."

Manufacturer narrative:
(B)(4): the device was disposed of by the hospital; therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4)